Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient's fiancé stated that on (B)(6) 2018, the patient called her at 8:30pm while he was on his way home. During the phone call, the patient's fiancé told him to get something to eat. It was indicated that the patient decided not to get something to eat and pulled off the freeway and called his fiancé back. The patient told her he was going low and passed out. The patient's fiancé called 911 to help locate the patient. The patient called his fiancé back about an hour later after he regained consciousness and she told him to call 911. The patient called 911 and when they arrived, they administered the patient with glucose to raise his levels. The patient did not go to the hospital as he had an appointment the next day. The patient visited his doctor and informed him of the event. And was advised to look after his health. At the time of contact, the patient was at home in stable condition. There was no allegation against the device as the patient's fiancé was calling in to inquire on how to become a dexcom follower to keep an eye on the patient's blood sugar and to avoid this event happening again. No additional patient or event information is available. It as unable to be determined if the dexcom caused or contributed to the event. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.